Event description:
It was reported that during a laparoscopic right hemi-colectomy procedure, the staples did not form properly. Tissue started to bleed. Endo loop and clip applier were used to control the bleeding. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4). The analysis showed that the ats45 device a was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the right, centered, and left articulated positions; and it fired, cut and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged, it is possible that the damage to the articulation gear contributed to the malformed staples present on the pictures. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.